Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure, right atrial lead noise causing auto mode switch episodes was noticed in the notes. The noise was reproducible with arm abduction. Since the mode switch episodes were infrequent and the patient only required pacing in the atrium less than 1% of the time, the physician elected to not perform intervention on the lead. The patient was stable